Event description:
It was reported that following a vns battery replacement, the patient had a seizure. Their magnet was used and 2mg of versed and the patient's seizure was aborted. However, the patient continued to seize and was admitted to neuro critical care. The patient had a pacemaker replaced the previous week and the same incident occurred post operatively. Good faith attempts are underway for further details about the reported event. Their device tested well and was programmed to .25/30/500/30/3.0/.50/60/500.

Event description:
Further information was received that the patient had a cva (cerebrovascular accident) after her last generator replacement. Because of this, the patient requested to be considered for local anesthesia only is possible indicating the anesthesia likely contributed to the cva. Since it was also known the patient experienced a seizure right after the last replacement and seizures are known to be caused by cvas, it appeared the events were related to each other and to the surgical procedure. No additional relevant information has been received.